Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot testing was performed and failed. Internal visual inspection was performed and failed. No receiver log was downloaded. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.